Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: extension. Product ID: neu_unknown_ext, implanted: (B)(6)2002, explanted: (B)(6) 2016, product type: extension. Product ID: neu_unknown_lead, implanted: (B)(6) 2002, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2002, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced an acute loss of therapy in the (B)(6) of 2016. High impedance were measured on most electrodes so a revision was done and the extensions were explanted and replaced. The patient did not experience any falls or trauma. The high impedances were not resolved after replacing the extensions. High impedances were measured on several electrodes. The patient was receiving therapy, but it was suboptimal. Reprogramming of the ins had been attempted. The ins was interrogated on (B)(6) 2017 and impedances were measured. High impedances were measured on c-0 and c-3 on one side and c-10 and c-11 on the other side. The ins was programmed to c+, 2- at 3.5 ma, 60 usec, and 160 hz on one side and c+, 9- at 4.8 ma, 60 usec, and 160 hz on the other side. The hcp suspected a failure/defect with the leads since replacing the extensions did not resolve the issue. A troubleshooting revision was planned. The hcp planned to check the impedances of the leads. If the leads have normal impedances, the hcp was going to check the extensions and ins. If the leads have high impedances, the hcp was going to try to explant the leads so the patient can have an MRI to plan for placement of new leads. No further patient complications were reported. The patient's indication for use is dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the leads and extensions were implanted in either 2000 or 2001. It was previously reported that they were implanted in 2002 so it remains unclear when they were implanted. The explant date was stated to be (B)(6) 2016, which is different from the previously reported explant date of (B)(6) 2016. It remains unclear when they were explanted. It was reported that the patient was house painting and turned their head which resulted in the loss of their previously good effect of stimulation. The patient had an increase in parkinson's symptoms. A troubleshooting revision was performed (B)(6) 2017 in which intraoperative high impedance was measured on most electrodes so the leads were explanted. Impedance measured more than 25000ohms. The leads were cut when they were removed.